Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of a "no disposable alarm." Visual and functional tests were performed, which did not confirm the reported issue. However, a possible defective downstream occlusion (dso) sensor was stated to be the cause of the issue. The dso sensor was preventatively replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'no cassette' alarm. Event occurred before patient use, during testing. There was no patient involvement.